Event description:
Indication: common variable immunodeficiency, unspecified. Patient reported that her freedom pump has been "ticking" and thinks it is about to go out. Unknown if md is aware. No adverse events or missed doses reported. Unknown if pt has pump on hand for return. No additional information on reported. Reported to (B)(6) by patient/caregiver.